Event description:
It was reported a lead was not implanted. The lead was found damaged during an implant procedure. A lead was positioned with a straight stylet. It was impossible to insert a bent stylet for repositioning, so the lead was explanted. Upon explant the lead showed damage at the electrode contacts at the tip. A new lead was implanted without problems. There were no symptoms, injuries, or adverse events related to this event.

Manufacturer narrative:
Product ID 3878-45, lot# 0206099963, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4). Analysis of the lead found the stylet coil perforated by the stylet.